Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
Device 1 of 2. Reference MFR. Report# 3006705815-2019-01555. It was reported one of the patient's leads had migrated. The issue was confirmed via x-ray. Surgical intervention may be pending all of the patient's leads are being reported because it is unknown which lead is liable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2019-01555.

Event description:
Related manufacturer reference number: 3006705815-2019-01555. Further follow-up indicates the patient had their system explanted and replaced. Issue resolved.

Event description:
Device 1 of 2. Reference MFR. Report# 3006705815-2019-01555.